Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, implanted iol was found to be damaged. Explantation is under consideration since iol decentration was confirmed. The sample is not available as it still remains in the patient's eye. Additional information was requested and iol replacement was performed.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint "damaged haptic" was observed. Iol returned in lens case in non company peel pouch. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned, the other haptic is intact. The optic is cracked/fractured and scratched/marked-rejectable, with a piece missing. We are unable to determine the root cause for the reported complaint "damaged haptic, iol decertification". The product was subject to handling as the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).